Manufacturer narrative:
(B)(4). Graham r. Hastie et al. The journal of arthroplasty xxx (2020) 1-5 ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿

Event description:
It was reported that on literature review ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿, 1 revision surgery was reported due to inexplicable pain while using bhr components.

Manufacturer narrative:
It was reported within the literature review, ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿that a bhr revision surgery was performed due to pain. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the explanted devices or adequate patient-specific materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. B3 date of occurrence corrected to unknown.